Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 46 mg/dl. Suspected cause was due to the customer¿s carb ratio needing adjustment. Low bg was addressed by consuming carbohydrates and glucose tablets. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.